Event description:
The manufacturer's representative reported that he has a faulty serial cable and needed a replacement. Troubleshooting was performed which ruled out all other products and confirmed it was the serial cable. It was verified that the 9v wand battery was fully charged and no electromagnetic interference was present. The demo generator was interrogated and could not communicate. A known working programming system was used and successfully interrogated the demo generator. After switching out parts of the representative's programming system with a known working programming system, it was confirmed that the serial cable caused the issue. A new serial cable was sent and it was found that the programming system was communicating properly; however, it was not recharging properly unless the serial cable was held down in a certain position.